Manufacturer narrative:
The device was received. Reporters state: (B)(6). A review of the device history record, device history lot: part: 03.010.070, lot: 1379296. Manufacturing site: (B)(4). Release to warehouse date: 18 aug 2005. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Investigation summary, investigation selection: investigation site: (B)(4). Selected flow: bent. Visual inspection: the visual inspection has shown that the returned part shows a lot of wear marks and strongly damages on the surface of the whole instrument. Additionally the tip section is strongly bent. The returned trocar is all in all in very used condition. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the visual inspection has shown that the returned part shows a lot of wear marks and strongly damages on the surface of the whole instrument. Additionally the tip section is strongly bent. The returned trocar is all in all in very used condition. This lot was manufactured in august 2005 according to the specification. Based on that and the condition of the item a product related issue can be excluded. Unfortunately the exact cause which has led to the damage could not be evaluated, considering the condition and the age of the item we have to assume that several mechanical overload situation has led to the damages. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows it was reported that during inspection on an unknown date, a trocar was noticed to have an unknown damaged. There was no procedure nor patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).